Event description:
It was reported that, this lead is implanted on the left bundle branch and there was a left sensing preceding the right ventricular sensing. The technical services (ts) recommended to compare with 12 lead current activation and post operation activation sequence. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).